Event description:
Foreign matter, hair, found inside a smith's medical cadd cassette drug delivery device. Lot number 14x354, exp date on 06/2019. The foreign matter was discovered during the filling of the device with medication. Defective device. Pharmacist intervened, removing the device before it was sent to the pt for infusion. The sterility of this device fell into question as this foreign matter represented a possible infection risk to the pt. Contaminated. Foreign matter in the drug pathway could be an embolus risk to the pt. A previous event of a hair found inside the bag of a cadd cassette was reported to smith's medical, but no medwatch was filed. (An embolic and infection risk to the pt). This is the second time our facility has found a hair inside a sealed cadd (cassette drug delivery device. The first occurrence was a hair inside the sealed drug pathway and the second occurrence was a hair inside the sealed device, but outside the drug pathway. I am concerned that the mfg process for these devices is not a clean process and potentially represents ongoing infection (contamination) and risks of infusing foreign bodies into a vessel through an IV line. This could eventually lead to a serious (embolic) pt event. Diagnosis or reason for use: pain management, morphine delivery; IV pain medication delivery. Event abated after use stopped or dose reduced: yes.